Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on the leads. The patient underwent a lead and ipg replacement procedure and was doing well postoperatively. The explanted products will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D2b: lgw - qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7078696, UDI: (B)(4). Product family: scs-ipg-r upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 338552, UDI: (B)(4).